Event description:
It was reported that during a routine follow up visit, the pacemaker exhibited loss of capture in the right ventricular (rv) channel and all other parameters were in range. The plan is to perform an x-ray and possibly perform a revision procedure. Additionally, the patient had mentioned that the patient had been cutting wood at the time of the loss of capture. The patient is not pacemaker dependent. There were no adverse patient effects reported. The device and rv lead remain in-service.